Event description:
The customer reported that the t:slim x2 pump battery was not charging properly. There was no adverse impact to the customer¿s blood glucose level. The customer switched to an alternate method of insulin therapy.